Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m127770 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m127770 , test base part number 190-430 / lot: m127770 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m127770 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021, on a direct nasopharyngeal swab. Confirmation testing was performed on (B)(6) 2021, with pcr and generated negative results. Repeat testing was performed on (B)(6) 2021, with ID now instrument on the same sample and generated negative results. Additional confirmation testing was performed on (B)(6) 2021, with pcr and generated negative results. The customer confirmed there was a delay or impact of treatment due to test results. The patient had their surgery delayed due to results. Additional information including patient outcome have not been provided.